Event description:
An abbott field service representative replaced the power supply on the cell-dyn 3200 analyzer during a service visit. A few minutes after the cell-dyn 3200 analyzer was powered on, the non-abbott power strip that the cell-dyn 3200 analyzer was plugged into started to smoke. The non-abbott power strip was replaced and the cell-dyn 3200 power supply was preventatively replaced again. No patient involvement. No operator injury or exposure.

Manufacturer narrative:
The power supply was returned and inspected. Initial review of the power supply showed it was new and had no obvious signs of burn on the outside. The power supply was then opened and the electrical boards were pulled to verify if there were any electrical components that would show any short or burn. There was no evidence of short or burn found in the electrical board and its components. Inspection of the wiring and other components inside the power supply did not find any sign of smoke, soot, or burn. The fuses were tested with an ohm meter and found to be good. It was determined that the returned power supply was good and did not contribute to the burning smell issue. A picture of the power strip was available for review. A burn was observed on the non-abbott power strip where the adaptor had been connected. It was concluded that the smoke from the power strip had been sucked into the fans of the two power supplies of the instrument, causing the fans to emit smoke and an abnormal smell. The customer had assumed that the smoke was coming from the back of the cell-dyn 3200 instrument, when the source was actually the power strip. The cell-dyn 3200 system operator's manual, under power requirements, states that grounded power outlets and a voltage regulator for the analyzer are required for optimum performance. The product labeling concluded that the issue is sufficiently addressed. It was undetermined why the power strip shorted and burned; the possibility of contact with liquid or an overload could not be eliminated. The evaluation concluded that the cell-dyn 3200 analyzer is performing acceptably.

Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete.